Event description:
It was reported by service report that the bed has the following issues: the power cord is missing the ground prong, the scale is not accurate, the nurse call connector screws are broken in the bed. It was further reported that the nurse call cable was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.